Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Unit received missing battery cap contact, minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, faded serial number label, corroded battery tube and minor scratches on lcd window.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was 250mg/dl at the time of call. Trouble shooting was performed and found the reservoir lip ring came off and the metal contact fell of the battery cap. Customer is still using the insulin pump and was able to put back the reservoir lip ring to the compartment. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.